Manufacturer narrative:
Received one speedband superview super 7 device for analysis with heavy residue present on the device indicating use or handling. The handle assembly, trip wire and extension (irrigation) tube were not returned. A visual examination of the device found five (5) bands were deployed and the two (2) remaining bands remained on the ligator head with the white band moved out of position. There was no issue with the ligator head teeth. The suture was noticed to be broken and a portion attached on the ligator head. It is possible that the suture was broken during removal of the system from the scope. Based on the condition of the returned device and the details of the complaint, there was not enough information to evaluate with respect to the bands falling off the varix. Therefore, the most probable root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band attached onto the varix but eventually fell off, the same issue occurred on the second and third bands. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported speedband superview super7 device malfunction of band falling off the varix. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band attached onto the varix but eventually fell off, the same issue occurred on the second and third bands. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.